Event description:
Procedure type: urogynecological. According to the reporter: it was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced painful intercourse, mesh erosion, and continued stress incontinence. The patient has undergone corrective surgery. Percision speed tac sling and pelvicol acellular collagen matrix sling were reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).